Manufacturer narrative:
(B)(4). Batch number: p57g2z. Investigation summary: the analysis found that one psee60a device was returned in good visual condition and with no cartridge reload loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported during a laparoscopic sleeve gastrectomy on the second firing of the device the battery died. A second like device was used to complete the procedure with no patient consequences reported.